Event description:
Reporter indicated that a vns pt's generator and lead was explanted due to infection at the neck incision suture line. The pt had previously experienced a fall with trauma to the generator site and was picking at the incision as part of his autistic behavior. The implanting physician indicated that he believed the infection was due to surgical procedure, rather than the pt's trauma or picking. Further f/u revealed that the infection had resolved.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the explanted device is returned, product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.